Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 228282843). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline shield that failed to open completely and then became stuck in the distal end of the phenom 27 microcatheter during resheathing. The patient was undergoing a procedure for flow diversion treatment of a previously coiled right posterior communicating artery (pcom) saccular aneurysm that had recanalized. The aneurysm had a maximum diameter of 3.5mm and a neck diameter of 3mm, with a distal landing zone artery size of 3.6 millimeters and a proximal size of 3.9 millimeters. The vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared per the instructions for use (IFU). During deployment the pipeline stent did not present an optimal opening. Loading and unloading maneuvers were performed to attempt to open the device but the maneuvers were unsuccessful in opening the stent. The device became stuck at the distal end of the phenom 27 microcatheter during recapturing / resheathing. It was noted that the catheter was flushed continuously with heparinized saline. The physician attempted to release the slack in the system but it did not resolve the issue. The pipeline was never implanted. There was no damage observed to the catheter or other pipeline pushwire. The system was removed together and both devices were replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event. No additional medical or surgical intervention was required. The event did not lead to or prolong patient hospitalization. Angiographic results showed successful embolization of the aneurysm.

Event description:
Additional information was received. The distal section of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open, was positioned on a straight segment. Additional steps or other devices attempted to open the pipeline included maneuvers that were carried out to increase and decrease tension without result. The pipeline got stuck in the resheathing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.